Manufacturer narrative:
The model and lot number of the device was not provided by the reporter. Additional information has been requested but not yet received. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported that an element that looks like plastic was found in the patient's eye during the procedure. The particle was removed. There was no report of patient impact.

Manufacturer narrative:
The evaluation completed has been completed. One collection cassette with tubing was returned in an unknown sterilization pouch, along with a bl5114 pack label from lot x1439, a needle holder/wrench, an air infusion line, and a purple needle tip. Visual inspection found the assembly dirty with fluid in the lines. The fluid was drained from the collection cassette, and then poured onto a 0.45-micron filter. The fluid was vacuumed off through the filter, in an attempt to trap any possible particles. Microscopic examination of the filter was performed and found several very small brownish colored particles that have the appearance of organic material. Microscopic examination of the needle and needle wrench were performed. The needle hub-flats are damaged, marred, gouged and are missing material. The needle tip was dented/dinged, and some of the color has faded on the needle shaft. The flats of the needle wrench are heavily damaged. The flats on the non-metal end are marred, gouged, and bits of the material was hinged or loose. Material was missing from the damaged locations on the flats of the non-metal end. Similar damage is seen when using the holder end, or the non-metal end of the wrench to tighten the needle tip, and over-torqueing when tightening. It should be noted that over-torqueing could contribute to the generation of particulates. We are unable to determine root cause due to the dirty, damaged, used condition in which the parts were returned. This investigation is complete.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. This investigation is ongoing.

Manufacturer narrative:
Correction d10 from dp4600a to d4600a. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
Correction: type of investigation 1 removed 4114 and added 10. Investigation conclusions removed 19 and 4307 added 4315.